Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of photographs provided by the customer. The physical sample was not returned. The photographs depicted a guide wire that was unraveled, stretched and extending from the needle bevel. The core wire appeared to be broken and protruding from the needle along with stretched coil wire. No further information could be observed from the photographs. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution not to reinsert the needle into the catheter, stating that withdrawing the guide wire against the needle bevel or the use of excessive force could damage or break the wire. Operational context appears to have caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's left radial artery in anesthesia services. The resident inserted the needle successfully into the patient's artery as evident by arterial blood traveling up the containment tube. The wire was easily advanced - no resistance was felt. As the catheter was advanced off the needle, resistance was encountered after about 3/4 of the catheter had been advanced subcutaneously. Since it would not advance the physician instructed the resident to pull the catheter back onto the needle and pull the wire back into the arrow device and then remove the entire device from the patient. After pulling the catheter back onto the needle, the resident attempted to withdraw the wire back into the arrow device and immediately felt resistance. The physician took over at that point and felt the same resistance. The wire would not draw back into the device. At which point the physician applied gentle traction on the entire device and slowly pulled it out of the patient. Once the main part of the device was out of the patient, it was evident that part of the wire remained in the patient. The wire, while intact, appeared to have unraveled and was still extending from the end of the needle. The physician applied continuous gentle traction to the wire and eventually the wire was withdrawn. The distal 1.5cm of the wire was in a knotted unraveled state. Follow up x-rays showed no evidence of any retained wire fragments. Another catheter was placed successfully for the patient. There was a delay in treatment with no patient harm and no patient death or complications reported.